Manufacturer narrative:
Internal reference: (B)(4). No tests/laboratory data available. The implant or explant dates are not applicable to this device. There is no serial number associated with this product; it is referenced by lot number.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure the needle did not deploy in correct direction on the manufacturer's device. Additional information provided the lesion was a cto (chronic total occlusion) located mid to distal rsfa (right superficial femoral artery). Calcium was present, however distal to the lesion where the attempted re-entry point was the calcium burden was not as great. The physician was firing with the vessel at 12 o'clock, however the needle was firing more toward the 9 o'clock position. The needle did not perforate the vessel wall. The procedure was aborted. The patient was discharged with no adverse events reported and scheduled to return at a later date. Visual, microscopic inspection, and image testing were performed on the returned device. The needle was deployed and exited the needle exit port with no resistance. The needle was lined up with the voids in the phantom (testing device) and was able to be deployed in the 12' o clock position. The distal tip of the needle was inspected and no damage was observed. The reported needle misalignment was not observed during the investigation. No damage that could have contributed to the reported failure was observed. The probable cause of the needle misalignment failure could not be determined. Calcification, tortuousness, user handling, and other factors within the anatomy may affect the handling and needle position of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported in an abundance of caution, by report there was an incorrect needle orientation deployment.